Manufacturer narrative:
Concomitant medical products: product ID: 3587a, lot# 3587a, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported the patient had a shocking and jolting sensation. Impedance testing, reprogramming, and x-rays were done. The lead was explanted and replaced. Following the lead replacement, the shocking and jolting had resolved and the patient was receiving therapeutic benefit.

Manufacturer narrative:
Concomitant products: product ID: 3587a, explanted: (B)(6) 2015, product type: lead. Product ID: 3550-29, product type: accessory. Product ID: 37083-40, serial# (B)(4), product type: extension. Product ID: neu_siliconeanchor, product type: accessory. Device analysis for lead 3587a revealed the proximal end insulation environmentally assisted degradation. The body outer insulation environmentally assisted degradation. The lead is fine electrically with acceptable continuity and no shorts. Environment assisted degraded insulation was observed in the connector area of the lead and both the proximal end and the distal end of the body of the lead.